Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Additional information - patient was implanted with a trochanteric fixation nail (tfn), helical blade and two (2) 5.0mm locking screws on an unknown date. Patient developed a non-union and the nail and helical blade was removed on (B)(6) 2015. The distal 5.0mm locking screws (quantity of 2) had been previously removed on an unknown date as part of a planned procedure for nail dynamization. There was no issue noted with the locking screws. The nail and helical blade were removed successfully, without issue. It was noted that there was no hardware breakage, loosening or migration. There was no reported surgical delay. Patient was revised to a larger diameter nail and a shorter helical blade. The distal locking screws were previously removed as part of a planned nail dynamization procedure. There was no reported issue with the two locking screws. Although locking screws were removed prior to the removal of the helical blade and nail, it is unknown as to when the non-union developed.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with a trochanteric fixation nail (tfn), helical blade and two (2) 5.0mm locking screws on an unknown date. Patient is scheduled for removal of the nail (B)(6) 2015 due to a non-union and will be revised to another tfn. This is report 3 of 4 for (B)(4).